Event description:
The manufacturer received information alleging maintenance required. There was no harm or injury reported. The ventilator was returned to a third-party service center and during evaluation, an error code related to the charging of the battery was found on the device. Evt_battery_not_charging_fault means the internal or detachable li-ion battery us not charging due to a hardware fault for more than or equal to one minute. Error couldn't be reproduced during evaluation as the customer detachable battery wasn't returned with the device and the battery used during evaluation was from the third-party service center. Determination made that the error was most likely caused by the detachable battery that the customer was using. The detachable battery needs to be replaced to address the issue.